Event description:
The customer reported that when this unit was powered on, the display was blank. The audio function of the defibrillator was intact. Changing the battery did not correct this symptom. There was no report of patient involvement.